Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the stent graft has migrated more than 2 mm, due to the conical shape and angulation of the aortic neck. The physician inserted two cuffs, however the first cuff kinked due to the severe tortuosity the aortic cuff delivery system was removed and replaced with another cuff of the same size (MFR report #2953200-2005-01005). No additional clinical sequelae were reported and the pt is fine.